Event description:
It was reported that during the stenting procedure in the left internal carotid artery following post dilatation of the stent, the patient experienced a transient ischemic attack with neurological deficits of slurred speech, right upper and lower extremity weakness. Angiography showed a small embolus to pericallosal artery (a3) segment of the left anterior cerebral artery associated with vasospasm. Intra-arterial verapamil was given and the symptoms resolved after 10-15 minutes and the patient's neurology exam was normal. The patient was discharged home one day after the procedure. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of embolism, transient ischemic attack, vessel spasm and weakness are known observed and potential adverse events as listed in the rx accunet instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.